Manufacturer narrative:
The olympus field service engineer¿s inspection observed the coating from the scope/universal tube is scratched and peeling off. The evaluation confirmed the up/down angulation wires are work and below specificationare low and the bending section cover is loose. Additionally, the bending section is discolored, and the bending section cover glue is detached. The control unit has deformation and the endoscope/cable cannot be connected securely, the suction cylinder is dirty, the up/down cover plate is dented, light guide bundle breakage, corrosion in the scope connector due to water leakage, and the scope identification cannot be displayed. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsi) was informed that the evis exera broncho-fibervideoscope has ¿low angulation and bending section cover is advanced to distal¿. However, during the olympus field service engineer¿s inspection and testing the coating from the scope/universal tube was found scratched and peeling off (reportable). No patient injury or harm was reported to olympus.

Manufacturer narrative:
E2, e3 ¿ three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the insertion section received stress such as the following: physical stress from rubbing or striking the insertion section or the like; chemical stress due to deviation from the instructions for use (IFU) (reprocessing manual); stress from bad storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and ultraviolet-rays). The IFU (operation manual) warns the user against applying external stress to the insertion section: ¿important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ¿ the IFU (reprocessing manual) warns the user against non-recommended reprocessing: ¿precautions: for information on the durability of olympus equipment against a particular reprocessing method, contact olympus. In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy. Make sure to carefully inspect each piece of endoscopic equipment for irregularities (damage) prior to each patient procedure. Do not use the equipment if any irregularity is found. ¿ the IFU (reprocessing manual) warns the user against device storage under bad environment: ¿the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 29-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This supplemental report was submitted to provide the reporter information (section e).